Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon was using a CT to flouro workflow, moving from s1 to l4. The manufacturer representative noted that all screws were green. All screws were accurate and inserted without issue up until left l4. The surgeon inserted left l4, but noted that the insert felt off. The site took a spin of the patient, and the spin revealed that left l4 had skived. The surgeon removed the screw and reinserted via navigation. However, the surgeon noted that the screw in navigation looked off, but still in the original hole. The second screw was inserted and the surgeon felt satisfied. The original scan occurred while the patient was angled. There was no patient harm and the procedure was delayed less than one hour. Additional information received from a manufacturer representative reported that the deviation was less than 3.5mm.